Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb and cine drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an issue with the cine playback function. There is no report of death or serious injury associated with the complaint.